Event description:
I had gotten the essure procedure in 2010, now 2015 I have to have a full hysterectomy due to all the pain from the coils. I' ve been hospitalized twice and the only conclusion is the coils. I have really bad pains, awful headaches. I had CT scans and everything looks fine, ultrasound everything is fine. I go to the doctors today, and her suggestion is to remove the coils because that's what is causing my constant pain, discomfort, the pain is like being in labor, comes and goes. I got hospitalized last year and had an obgyn dr come in after having gi test, that dr also told me she wanted to remove my tubes to take out the coils, due to the fact that one of them was out of place and it was going to continue to cause me pain. I didn't have health insurance at the time, so I just dealt with it. I am (B)(6) y/o. I got it done at (B)(6) after my third child. I don't believe this should be an option for any women under the age of 30, if even an option, now I sit here and have to get a full hysterectomy at (B)(6) y/o. Because of a decision I made at (B)(6), that has caused me nothing but problems, after having the procedure, the dr put me to sleep, I got an infection from it, was so sick for 2 months, put stitches in and never told me, worst decision I have ever made in my life. Not only can I never have kids again, making that decision at (B)(6), still not really an adult, but all the complications after, I now would have never gotten it.